Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the lead was not able to be positioned. It was noted that the helix could not be rotated after being placed in the body. The lead was removed and replaced and the procedure was completed. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.